Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and inspected all tip and plunger clamps. Fse tested lld with splld test and tested summit with oas user software test. Instrument passed all test successfully. The instrument was tested without further problem and was returned to expected operation.